Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion with charge times of 21.8 seconds. No adverse patient effects were reported.

Manufacturer narrative:
A return request was made for this product. However, the representative reported that the device will not be returned as it was retained by the hospital. This investigation will be updated should further information be provided.